Event description:
It was reported, during a shoulder arthroscopy the collett allegedly burned the patient.

Manufacturer narrative:
It was reported to be a superficial blistering burn. Investigation is in progress, a followup report will be submitted.